Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 377745, lot# v001497, implanted: (B)(6) 2006, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer displayed a power on reset (por). The por was noted within the week prior to the report. Stimulation was not working and the patient last felt stimulation on (B)(6) 2013. There was no known reason for the por. There had not been any medical procedures. The patient did not use stimulation every day. The por was attempted to be cleared, but the clinician programmer would not communicate. The recharger showed the stimulator battery ¾ full. A short physician mode reset (pmr) was done and the por was cleared. Stimulation turned on and it was noted to be working ¿good.¿ it was further reported that there was no observable code that appeared with the por message. It was further stated that the patient could not recall any event or circumstance that correlated with the por, including electromagnetic interference.